Event description:
Flexible snare tip broke off inside patient's colon during attempt to use device to remove a polyp by physician and surgical tech. Snare tip not retrieved, no detectable harm to patient. Lesion hunter rotatable nitinol cold snare 10 mm lot m240815304, exp:08/14/2029, date of manufacture: 08-15-2024 ref: cs2-2102323.